Event description:
It was reported by service report that the head end load cell and cable has fluid on it. The foot end load cell has a nick in the wire. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Results: load cell.